Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the lead tip. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right atrial (ra) lead was difficult to operate. The lead was positioned and the physician turned the fixation tool one turn per second, but the helix did not extend after 10 turns. The lead was removed from the patient's body and after 28 turns, the helix still did not extend. A new lead was implanted to complete the procedure. No adverse patient effects were reported.